Event description:
It was reported to philips that the system failed to expose. The device use at the time of event remains unknown. No harm was reported to philips. Philips has started an investigation of this complaint.